Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) catalyst ide, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm amplatzer amulet was successfully implanted with a 14f amplatzer amulet delivery sheath. During procedure, it was reported the patient's activated clotting time (act) levels measured at 210s before the patient was administered another 1000ie of heparin. It was then reported on (B)(6) 2024, computed tomography (CT) at cardiac location and transesophageal echocardiography (tee) noted pulmonary artery embolism in the inferior right lobe artery. The patient was started on oral anticoagulation. The physician attributed the cause of the pulmonary artery embolism due to bed rest after z suture at femoral puncture site during inpatient stay following procedure. The current patient status was reported stable.

Manufacturer narrative:
It was reported that after three months of amulet device implant, computed tomography at cardiac location and transesophageal echocardiography noted pulmonary artery embolism in the inferior right lobe artery. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that the physician attributed the cause of the pulmonary artery embolism to bed rest after z suture at femoral puncture site during inpatient stay following procedure. Based on the information received, the exact cause of the reported incident could not be conclusively determined. The patient was started on oral anticoagulation. The patient status was reported stable. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.